Manufacturer narrative:
Approximate age of device: 5 years, 1 month. (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with an lvad on (B)(6) 2010. It was reported that on (B)(6) 2016 the patient presented to an outside hospital with progressive dyspnea over the past three days. The patient complained of increased yellow sputum production; however, denied fever, chills, or night sweats. The patient also had a chronic driveline infection that was previously unreported to the manufacturer. Chest x-ray revealed small pleural effusions and prominence of the pulmonary vasculature. The patient was treated with diuretic and respiratory therapies, and was transferred to the implanting center. During the hospitalization at the implanting center it was reported that the patient had elevated lactate dehydrogenase (ldh). The patient denied any new heart failure symptoms. Initially, the patient was treated for both copd and for volume overload with diuretics. It was reported that the patient¿s coumadin was subtherapeutic, and that dipyridamole and heparin were initiated, while aspirin was continued. The patient¿s inr goal had been previously lowered due to nose bleeds. During the admission the patient¿s inr goal was increased to > 2; however, the patient subsequently developed a nose bleed that required heparin to be held until the bleeding subsided. On night of (B)(6) 2016, the lvad system produced low flow alarms and experienced pump stoppages. High pump power and elevated flow estimation was also observed. It was reported that the patient was asymptomatic during the events. The system controller log file reviewed by the manufacturer¿s technical services representative revealed constant pulsatility index events with associated pump power elevations greater than 10 watts, and low flow events. The log file did not reveal any pump stoppage events. Due to the amount of recorded pulsatility index events populating the log file after the pump stoppage events occurred, no pump stoppage events remained in the system controller log file. It was reported that the patient was not a candidate for lvad exchange due to frailty, severe chronic obstructive pulmonary disease (copd), and other unspecified comorbidities. The patient initially wished to remain full code and on full blood thinner therapy and ultimately discharged to home. However on (B)(6) 2016, the patient decided to transition to hospice care. After transfer from the coronary care unit to the medical floor the patient became pale and diaphoretic. The patient experienced severe left chest pain and was unable to communicate due to the severity of pain. Intravenous morphine and ativan were administered and comfort care orders were placed. The implantable cardioverter defibrillator (ICD) and the lvad were manually turned off. The patient expired on (B)(6) 2016.

Manufacturer narrative:
The report of elevations in pump power and estimated flow values and low flow alarms was confirmed through the evaluation of the submitted system controller log file; however, the report of pump stoppages could not be confirmed as they were not captured in the submitted log file. Based on the manufacturer¿s complaint history and similarly reported events, elevated lactate dehydrogenase levels coupled with elevations in pump power and flow values with a decrease in the average pulsatility index value and pump stoppages could not be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and the patient¿s elevated lactate dehydrogenase levels could not be conclusively determined without a full evaluation of the device. Additionally, a correlation between the device and the previously unreported history of driveline infection could not be conclusively determined. Device thrombosis, hemolysis, bleeding, and driveline infection are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.